Event description:
It was reported that during an unknown procedure, the balloon that was used with the bronchofibervideoscope fell inside the patient. The balloon was successfully retrieved. The procedure was then completed with a similar device. There were no further reports of patient harm.This report is 2 of 2 devices, for the bronchofibervideoscope .